Event description:
The hcp reported that a fibrotic catheter tip mass was diagnosed in 2006 by MRI with and without contrast l/s spine. The study revealed a "central enhancement thecal sac." The patient was experiencing recent escalation of intraspinal medication dose due to a recent increase in the patient's usual pain. The pump contained morphine 15 mg/ml at a dose of 1.64 mg/day. The level of the catheter tip was l3. The pump dosage was being weaned. The patient was considering a second opinion and removal of the device. Final patient outcome was not reported. Same as manufacturer's report #: 6000030200602243.